Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level with trace ketones. Specific bg value was not provided. Reportedly, the customer reused the cartridge. Tandem technical support educated the customer on cartridges being labeled for single use only. High bg was addressed via correction bolus. Recommendation was made to discuss diabetes management with a health care professional.